Event description:
The implant surgeon reportedly experienced complications inserting the electrode due to the pt's otitis media with effusion. The surgeon was not sure of the proper placement of the electrode, and decided to perform revision surgery to explant the pt's device and treat the pt's skin flap infection. The pt continues to be monitored by the center. Advanced bionics is in the process of gathering more info, once more info becomes available, a supplemental report will be submitted.